Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states that there was leakage found on the hub of the catheter by the nurse before connecting to hemodialysis machine. The dialysis catheter was placed on (B)(6) 2012. The catheter was cleaned with povidone iodine. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.